Manufacturer narrative:
The device will not be returned for evaluation. Therefore a failure analysis of the complaint device could not be completed. The batch number is unknown. Therefore a review of the manufacturing documentation could not be performed. The most probable root cause is anticipated procedural complication as this event is a known physiological effect of the procedure and is noted in the direction for use (dfu). (B)(4): device not returned for analysis.

Event description:
(B)(4). It was reported that during a coronary artery stenting treatment procedure a dissection occurred. The 90% stenosed target lesion was located in the right coronary artery (rca). The reference vessel diameter was 3mm and the lesion length was 15mm. There was no attempt made for direct stenting. A 3.00x16mm liberte stent was implanted. During the procedure a non-bsc balloon was used. An additional liberte stent was implanted to treat a dissection. Residual stenosis was 0%. The procedure was a technical success. No discharge information was provided.